Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 729 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Reportedly, the customer "passed out", fell, and "hit [their] face on a pole". A bystander called paramedics, and they transported the customer to the emergency room and they were subsequently hospitalized. Customer could not recall what treatment they received to address the elevated bg. Customer was discharged 3 days later, 3/26/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.